Event description:
Approximately two months after implant, this patient experienced electrical fault alarms. Inspection of the driveline connector revealed contamination which was cleaned according to heartware protocol and an elective controller exchange was performed. The patient experienced no symptoms at any time. Investigation is ongoing.

Manufacturer narrative:
The hvad driveline was not returned for analysis as it remains implanted in the patient. The controller was returned for evaluation. The controller passed all functional tests but failed visual examination which revealed contamination within the controller driveline connector. Review of the controller log files revealed multiple electrical fault, and stator reactivation request events from (B)(4) 2014. Logs show that the alarms were intermittent and were self-cleared, which correlates with driveline port contamination as the cause. A cleaning procedure was performed to mitigate and remediate the conditions reported under the event. The most likely root cause of the electrical fault is the driveline port contamination which resulted in a partial connection between the driveline and the controller. The confirmed malfunction is related to the reported event. An internal investigation of these types of events found possible contamination sources to be biological material, antibiotics, dextrose solution, or saline. Implementation actions from an internal investigation included distribution of a technical bulletin, which detailed recommended steps for ensuring the integrity of the connection between the driveline and controller.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.